Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the lv lead was oversensing atrial activity. And the lead was explanted due to a dislodgement that was confirmed via x-ray. No additional adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection revealed that the conductor coils were deformed at 456 and 493 mm from the terminal pin and the polyurethane insulation was cut at 455 to 458 and 493 mm from the terminal pin. Analysis determined the damage to the lead was induced in the field. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted for an unknown product performance issue. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported.